Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned evaluation will be completed and final report will be submitted.

Event description:
"Tip broke off inside the patient's abdomen wall, had to be surgically retrieved." Patient is fine.